Event description:
It was reported that pump experienced malfunction that caused pump screen to go dark and not turn on, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer plugged pump into known working power source, confirmed screen turned on, and provided malfunction code to support; technical support assisted with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.